Manufacturer narrative:
The biomedical engineer reports that the bsm (bedside monitor) displays a data send error and a system failure message on the cns (central network station). The error message will persist for about 20 minutes or so and go away and then come back. All waveforms and patient information is still visible. Customer was advised to restart both the cns and the bedside monitor. The cns had not been rebooted for quite some time. Restarting both devices fixed the issue. It was confirmed that power cycling the bedside monitor displayed a "sending data" message rather than the "data send error". Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The biomedical engineer reports that the bsm (bedside monitor) displays a data send error and a system failure message on the cns (central network station). The error message will persist for about 20 minutes or so and go away and then come back.